Event description:
Revised tibial baseplate which had become loose. Bone stock around implant had deteriorated and caused cement mantle to loosen and become painful. Revision necessary due to normal wear and tear in patient with extremely weak bone.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.